Manufacturer narrative:
A general reagent issue was excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The analyzer's serial number is (B)(6). The calibration signals were below expectations. The qc for one reagent pack was within range on the date of event, but qc was not performed for the other reagent pack. The alarm trace did not indicate any issues. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total results for 3 patient samples on a cobas 8000 e 602 module. Sample 1: the initial result was 70.00 ng/ml with a data flag. The repeated result was 23.17 ng/ml. Sample 2: the initial result was 70.00 ng/ml with a data flag. The repeated result was 27.57 ng/ml. Sample 3: the initial result was 70.00 ng/ml with a data flag. The repeated result was 39.69 ng/ml. The questionable results were not reported outside the laboratory. The samples were repeated as the initial results did not match the clinical history of the patients.